Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement, this right atrial (ra) lead was found to have been dislodged via fluoroscopy. It was noted that the patient had not been feeling well at the last patient follow-up visit; however, the lead was not tested at that time. This lead was successfully repositioned. No additional adverse patient effects were reported.